Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced persistent bluetooth connectivity failure when attempting to pair a dexcom g7 sensor to the ilet, despite device restarts, menu toggling between g6/g7, and repeated pairing code entry; the device displayed a bluetooth version and name reading of ¿0000 ilet4-780,¿ and the agent determined the ilet¿s bluetooth function was nonfunctional, leading to shipment of a replacement device and instructions for return. Symptoms included inability of the ilet to receive cgm data and resulting need to discontinue automated insulin dosing. Outcomes included transition to subcutaneous insulin by pen and continued glucose monitoring via the dexcom mobile application. Investigation included guided troubleshooting, device restarts, verification of alert history, menu state review, and review of the device¿s bluetooth identifier/version. Investigation of this case revealed a failed bluetooth component in the ilet that prevented pairing with the dexcom g7, consistent with a device communication malfunction localized to the bluetooth module. It was concluded, based on previously established findings for similar reports, that the cause was a hardware failure of the device¿s bluetooth subsystem.